Manufacturer narrative:
(B)(4) - constipation, allergic dermatologic reaction, cutaneous reaction.

Event description:
Literature: am leroi, x lenne, b dervaux, e chartier-kastler, b mauroy, l le normand, p grise, jl faucheron, y parc, pa lehur, f mion, h damon, x barth, a leriche, c saussine, l guy, f haab, l bresler, jp sarramon, h bensadoun, e rullier, k slim, I sielezneff, e mourey, p ballanger, and f michot. Outcome and cost analysis of sacral nerve modulation for treating urinary and/or fecal incontinence. Annals of surgery; volume 253, number 4, (B)(6) 2011. Summary: the authors assessed 372 consecutive pts with urge urinary and/or fecal incontinence between (B)(6) 2003 and (B)(6) 2006. They evaluated the outcome and cost analysis of sacral nerve modulation (snm) compared to alternative medical and surgical treatments. The clinical outcome and cost-effectiveness analyses were performed in parallel with a prospective, (B)(6) study that included 369 consecutive pts with urge urinary and/or fecal incontinence. The majority was female; mean age of (B)(6). The duration of f/u was 24 months, and costs were estimated from the national health perspective. Cost-effectiveness outcomes were expressed as incremental costs per 50% of improved severity scores (incremental cost-effectiveness ratio). The authors reported that sacral nerve modulation significantly improved the continence status (p <0.005) and is a cost-effective treatment for urge urinary and/or fecal incontinence. No severe complications were reported during the temporary stimulation test (unspecified). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. It is also possible several events occurred in one pt. The pt info provided in section a is the average for all pts. At this time no additional info was available, additional info regarding the pt, device, event and outcome has been requested. Reportable events: at the 24-month f/u after implantation, 114 pts reported device-related adverse events: it was reported that 91 pts experienced pain as a complication following sacral nerve modulation implantation; 73 were resolved with reprogramming or medication; 14 were resolved by repositioning the electrode and/or pulse generator; four were resolved by device removal. It was reported that 10 pts experienced infection as a complication following sacral nerve modulation implantation; seven resolved with oral medication; three resolved following device removal. It was reported that 5 pts experienced lead migration 5 as a complication following sacral nerve modulation implantation. It was reported that there were 5 device failures following sacral nerve modulation implantation; four resolved by reprogramming; one resolved by device replacement. It was reported that there was one case of constipation; one case of allergic dermatologic reaction and one case of cutaneous reaction.